Event description:
It was reported the patient underwent a tlif procedure at levels l5/s1. During the procedure, the tip of the inserter sheered off. No fragments remained in the patient and there were no patient complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
The shaft of the inserter has broken at the weld that connects it to the main body of the inserter. The model shows this component (9296000-01-01) to be made in one piece however note 2 states ¿unless specifically designated as a ¿no weld zone¿ part may be multi-piece weldment¿. Visual analysis reveals the weld does not penetrate very deep especially on one side. The weld needs to have more penetration for the multi-piece unit to be equal in strength of a single piece unit. The weld connecting the shaft to the main body of the inserter was lacking the strength to handle the force placed on it.